Manufacturer narrative:
Block h6: imdrf patient code e2009 captures the reportable event of patient laceration. Imdrf impact code f2301 captures the reportable event of additional device required (clip).

Event description:
It was reported to boston scientific corporation that a spy discover balloon was attempted to be used in the bile duct during a laparoscopic cbd exploration (lcbde) procedure to treat gallstones in bile duct performed on (B)(6) 2026. During the procedure, the physician went to start inflating balloon got to 6atm and cystic duct tore. The procedure was completed with a different device. The laceration was treated with clip application for wound closure.